Event description:
Treatment of an aneurysm. During the procedure, it was reported that the pipeline could not open in the curve of the vessel above the aneurysm and circulation was getting low; therefore, the device was retrieved. Another pipeline was deployed and opened successfully with the help of some manipulation and balloon angioplasty with a hyperform balloon.no injury was reported with the patient as a result of the procedure.same event as MDR# 2029214-2013-00617.

Manufacturer narrative:
The pipeline, pushwire, and marksman catheter were returned for evaluation. The capture coil and braids were found damaged which likely prevented the pipeline from fully opening.(B)(4).